Manufacturer narrative:
A ge service representative performed an on site investigation. The system failed an arc test. The x-ray tube needs to be replaced. The customer to purchase the tube at a later date.

Event description:
The customer reported that the monitor screen on the 9800 system went black during a case. Also the 9800 system made a loud popping noise. The system had to be rebooted and the procedure was completed. No pt injury was reported.